Event description:
Patient called in to report service wrench due to removing battery. After power cycling the wcd failed to boot up. Wcd role in the event is pending evaluation of to-be-returned device.